Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that vapr s90 electrode was not able to ablate neither to coagulate. Device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90: device was not returned in the original packaging, distal tip shows no signs of activation, no clear and visible damage noted, with the active tip of the device in an out of box condition, closer inspection does show some signs of use, with what appears to be dried saline, the suction tube of the device shows traces of dried saline within, however, no visible debris or blockage visible, no visible damage to handle, cable or plug. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, secondary capacitance, and hipot active-return), as a result the device passes all parameter.the device was functional testing using vaprvue generator, the test included different values as a setting and the activation in ablate and coagulation passed. Supplier summary: the investigation substantiated the customer¿s claim that the device did not function upon receipt with an active continuity of 220ko noted. Activation in saline for a few seconds changed the device from a non-functioning to a functioning device. This effect has been seen in other devices which utilise a crimp to join the active wire from the plug to the active wire in the distal section of the device. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device [u1810072] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). A manufacturing record evaluation was performed for the finished device u1810072 number, and no non-conformances were identified. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair surgical procedure, after connecting the vapr s90 electrode 4.0 mm, 90° suction w/integrated handpiece, to the generator, it was not able to ablate neither to coagulate. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.